Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One 6 fr angio-seal vip device was received for evaluation. One carrier tube assembly was received with the bypass tube and the collagen dislodged from their original manufacturing positions. The dislocated components were distally displaced. The anchor exited the dislodged bypass tube and was posted at the tip of bypass tube and the collagen was completely detached from the device. The hemostasis sheath was not returned. Two kinks were noticed near at the proximal tip of the carrier tube. No other deformation or damages were noted throughout the length of the carrier tube. The outer diameter of the carrier tube was measured and found to be 0.0805" (cal ID: (B)(4), expiry: 6/2019). All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the kinks in the tube is what caused the reported event. However, the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the use of the angio-seal device the insertion of the bypass tube and carrier tube into the insertion sheath. The hemostatic valve and both tubes were not able to push forward into the insertion sheath. After trying to push it forward with more force, the carrier tube and the bypass tube kinked. After taking the bypass tube out of the insertion sheath to investigate the problem, the entire bypass tube broke off of the carrier tube. The physician opened a new carrier tube and inserted it into the old insertion sheath with no problems. Hemostasis was achieved with the new device. The procedure being performed was a tace (transarterial chemoembolization) liver with right femoral puncture using a 6fr sheath. There were no difficulties with arterial access, sheath, guide wire or catheter insertion. A pre-deployment angiogram was performed. There was no harm to the patient. The patient is stable and treated as intended with the second device. There was no blood loss.